Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 allegedly due to elevated metal ion levels and acetabular cup loosening. The cup was removed and replaced by a cemented cup.